Event description:
It was reported that during use of the mapping system afr-00003 in a cardiac ablation procedure, the software froze, which prevented the collection of geometry or electrical points, and the previously saved presets on the radiofrequency generator (rfg) disappeared. The procedure was temporarily interrupted while the catheter interface unit (ciu), pulsed filed generator (pfg), and rfg were restarted. During pulsed field (pf) delivery, the lesion captured the ventricle and induced ventricular fibrillation, requiring cardioversion. The case was completed. No further patient complications have been reported as a result of this event. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Multiple image files were returned from the field. The image files showed distorted egm signals at different instances. The case logs and case videos were analyzed and the investigation. The reported software froze issue, which prevented the collection of geometry or electrical points was determined to be due to a disruption to the ethernet connection, and the ciu is briefly offline. The software behaved as expected in response to the connection interruption. The reported issue with previously saved presets on the radiofrequency generator (rfg) that disappeared; saved presets not being recovered following an rfg reboot points to a software anomaly, and this is unexpected software behavior. The lesion 74 of the pulsed field (pf) ablations captured the ventricle and induced ventricular fibrillation, and the patient needed cardioversion. Inspection of the lesion graphs for this lesion indicate a normal pf lesion with the expected waveform response and curve. There is no software anomaly here and the system is behaving appropriately here. In conclusion, the reported "egm froze" issue can be observed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.